Event description:
[Abbott ID now covid] use for covid-19 under emergency use authorization (eua): sample was negative, sent to pcr for confirmation and it came up positive. False negative. FDA safety report ID# (B)(4).